Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product received for analysis was identified as product code sxpp1a405. The needle was noted with marks that appears to be by surgical instrument. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: did the needle fall into the patient? No. What is the patient¿s current health status and condition? No reported issues with the patient. Was any other tissue damaged as a result of searching the needle? No. Needle? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Product was removed. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an open repair of recurrent incisional hernia procedure on (B)(6) 2022 and barbed suture was used. During the procedure the tip of the needle broke. Unknown if the fragment was recovered. Unknown if patient was taken for an x-ray. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.